Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed sodium result generated on the architect c4000 processing module for one sample. The following data was provided (customer provided reference range: 136 to 145 meq/l): (B)(6) 2024 sid (B)(6) initial result = 117.7 meq/l, repeat on another instrument = 138.7 meq/l there was no impact to patient management reported.

Manufacturer narrative:
The customer replaced the ict module on the architect c4000 processing module, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the ict module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the ict module was identified.

Event description:
The customer observed a falsely depressed sodium result generated on the architect c4000 processing module for one sample. The following data was provided (customer provided reference range: 136 to 145 meq/l): (B)(6) 2024 sid (B)(6) initial result = 117.7 meq/l, repeat on another instrument = 138.7 meq/l there was no impact to patient management reported.